Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment that the keypad was scratched. Analysis also noted that the encoder assembly was contaminated, two control knobs were contaminated and the battery drawer was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg)'s screen was scratched. The epg was returned to service and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.